Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012, the pt's infusion device displayed w2 (battery low) and the battery was then replaced. On the date of report, the pt primed his infusion set and his infusion device switched off without any alarm. The pt thinks his infusion device delivers too low an amount of insulin and that the infusion device has a loose connection. The pt removed the battery and inserted it again. The device again shut off. The pt stated that display message e2 (battery empty), e7 (electronic error), and e8 (power interrupt) were missed. The pt's blood glucose level was elevated to 200 mg/dl. The pt's normal blood glucose level is 80-150 mg/dl. The pt was able to correct the blood glucose via the infusion device and insulin injection. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.